Event description:
A pt who underwent endometrial ablation for dub reported cramping on day 3 post procedure and was hospitalized on day 9. Subsequent laparotomy, performed on day 11, revealed injury to the adjacent tissue which was repaired pt recovered normally.